Event description:
It was reported that, "pt presented with limited rom (30%)."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.